Manufacturer narrative:
Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31419680l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction ablation with a thermocool smarttouch sf and the patient experienced pericardial effusion that required pericardial drainage and prolonged hospitalization. After focal site in right ventricular outflow tract (rvot) was ablated, blood pressure decrease was confirmed. Echocardiography revealed pericardial effusion, and pericardial drainage was performed. After that, blood pressure was recovered, and the patient left the room to intensive care unit (ICU). The patient required extended hospitalization (for one day). The patient fully recovered. The physician reported that the catheter manipulation was difficult. Contact force became high as 50g. No abnormalities were observed prior to or during use of the product. No error messages observed on biosense webster equipment during the procedure. No evidence of steam pop.